Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking from port 1 and 2. This was observed during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H9: correction/removal report number - 3010291427-06/21/2022-001-c. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed by installing the sample onto a compounder and a port 1 and port 2 leak was not observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.